Manufacturer narrative:
(B)(4). Common name: mih system, endovascular graft, aortic aneurysm treatment product code: mih.

Event description:
Initial reporter event description: alpha device used for a thoracic aneurysm. Looks like a type 3 endoleak at steepest curve of the arch. Reintervention on (B)(6) 2019 to implant another alpha (zta-p-38-167-w) to seal off leak. The patient no longer has a leak. First implant was tuesday, (B)(6) 2019. The doctor scanned the patient (B)(6) 2019 and saw an endoleak. He wasn¿t sure if it was a type 1a or type 3. He lined the graft with a new alpha on (B)(6) 2019. The patient does not have a leak any more. The graft landed in zone 2, just distal to the carotid artery. Patient outcome: the patient did require additional procedures due to this occurrence: an additional implant of an alpha device was scheduled for (B)(6) 2019 to seal off endoleak. A zta-p-38-167-w was implanted on (B)(6) 2019. Doctor is happy with final result.